Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "low," exact value was not provided. Reportedly, the customer has a basal rate set of 0 and is only using the pump to bolus. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.